Event description:
It was reported that the patient connected before priming the patient line. The patient reported that during drain two of four of peritoneal dialysis therapy they had a power outage in the home for 2.5 hours. When the power was restored the homechoice displayed end of therapy. The patient stated that they had cycled the power on the device and restarted therapy while still connected. The patient was connected during self-test and prime. The technical services representative reviewed proper procedures with the patient and assisted the patient with ending therapy. The patient would complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report where the patient connected before priming the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.